Manufacturer narrative:
(B)(4). The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found that the end cap was missing. No functional tests were performed. The cause of the missing end cap was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing a missing component on a colleague access administration set. The reporter stated that the end cap was missing from the set. There was no patient involved, as this observation was made while the set was being primed. No additional information is available.